Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was stuck in the delivery system and the haptic broke. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Photo review: the returned photo shows activated ultrasert device. The plunger appears to be advanced into the mid nozzle. The broken haptic is observed above the plunger. The remaining part of the lens is not visible on the returned picture. The root cause for the reported complaint could not be determined. On the evaluation of the returned photo, one haptic was observed to be broken in the mid nozzle. The plunger position in relation to the broken haptic during the advancement cannot be determined. The manufacturer internal reference number is: (B)(4).